Event description:
It was reported that the patient had reported that she was told by the doctor yesterday ((B)(6) 2013) that the pocket site had opened up and they were treating it with antibiotics. The reporter was told by the doctor that there was no sign of infection. Additional information received noted that the battery was replaced for it had a seroma and caused her pain. Hospitalization was not required. Patient outcome was noted as no injury. It was noted: patient very difficult case. Problems not interstim, just her response to the battery placement with seroma and pain. Outpatient notes from 2013 (B)(6) noted: reason for appointment - open incision. Incision open and oozing. Myrbytrique helped the urinary problem but did not help her at night for when she gets up at night after sleeping a couple hours her feet hit the floor and she voids. In the day she can go a longer period of time without voiding and without peeing. But it made her pressure go up. General exam, back, it was noted: over the right psis the battery lead has come through the skin and causes pain. We have keflex and levaquin on board for 8 days and augmentin. We will remove and make a new pocket for the battery and see how it goes. Treatment: dehiscence of closure of skin. We will use local and sedation and replace the battery and see how it goes. It was felt there was enough relief to keep the interstim. Operative report from 2013 (B)(6) noted: postoperative diagnosis: dehiscence of interstim battery wire through the skin on the right posterior superior iliac crest. Operation was noted as: revision of the interstim battery dehiscence of the wire. Findings noted: the battery wire from the interstim had eroded through the skin in the right posterior superior iliac crest. There was no evident infection. The battery was removed and replaced to the left of this incision a good 2.5 cm below the skin. It lay flat. The wire was underneath and it was totally nonpalpable through the incision. The old incision had been copiously irrigated and patient went to recovery room in satisfactory condition. Procedure noted: the battery and wire were removed. The battery and wire were wiped off with gentamycin saline solution and then the pocket was copiously irrigated with gentamycin and saline. A new pocket was made about 4 cm to the left of the old one and taken down to a good 2.5 cm below the skin. The pocket was irrigated as well. The wire was then tunneled from the old pocket to the new pocket about 4 cm and placed back into the battery. The battery was then tucked into the new pocket. Information was previously reported in manufacturer's report # 3004209178-2013-21885.

Manufacturer narrative:
Product ID 3093-33, lot# va04uxg, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).